Event description:
During a cervical rf procedure the doctor had the probe fail with a warning 06/tc-failure. The surgeon completed the procedure with a 15cm denervation probe and it was reported that the patient was not injured in any way.